Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion set occlusion at site event. The blood glucose level was reported high and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.